Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.